Event description:
Customer reports about broken membrane during the first use into treatment. No patient injury. No blood loss.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.